Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) 544 mg/dl; cause was unknown, however the continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.